Event description:
On (B)(6) 2013, the reporter returned a call to animas and stated that the pump has been pausing when he pushes the up down ok buttons. Reports it hasn¿t been a problem it just hesitates; it¿s not a big deal and it¿s been that way for the years he¿s had the pump. He reports no damage to keypad, no evidence of moisture or corrosion. This complaint is being reported because the reported keypad issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/28/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast and up arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under the contrast and up arrow key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.